Event description:
Zhang y-b, yao p-s, wang h-j, et al. Treatment with a flow diverter-assisted coil embolization for ruptured blood blister-like aneurysms of the internal carotid artery: a technical note and analysis of single-center experience with pooled data. Neurosurgical review. 2023;46(1):1-20. Doi:10.1007/s10143-023-02216-9 medtronic literature review found reported of in-stent massage for a poorly fitted stent and obstructive hydrocephalus in association with pipeline embolization. The purpose of this article was to evaluate the effectiveness and safety of flow diverter-assisted coil embolization (fdac). The authors reviewed 10 cases of patients treated for subarachnoid hemorrhage due to ruptured blood blister aneurysms using flow diversion-assisted coil embolization. Of the 10 patients, the average age was 41 years, 3 were female and 7 were male. The fdac strategy for ruptured bba of the ica indicated good clinical and radiological outcomes in the small case series. The article does state if the pipeline poorly fitted in the ica, in-stent massage via microwire and microcatheter was used. In addition, the modified rankin scale (mrs) of. During follow up 9 patients had an angiographic raymond scale of 1. At discharge 4 patients had a mrs score of 0, 4 patients had a mrs score of 1, and 1 patient with a mrs score of 2. The following intra- or post-procedural outcomes were noted: 1 patient encountered acute obstructive hydrocephalus requiring an external ventricular device all 10 patients experienced a successful ped placement.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-rfx (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-marksman (lot: unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: zhang, y.-b., yao, p.-s., wang, h.-j., xie, b.-s., wang, j.-y., zhu, m., wang, d.-l., yu, l.-h., lin, y.-x., gao, b., zheng, s.-f., & kang, d.-z.. Treatment with a flow diverter-assisted coil embolization for ruptured blood blister-like aneurysms of the internal carotid artery: a technical note and analysis of single-center experience with poole. Neurosurgical review 46(1):1-20 2023. Doi:10.1007/s10143-023-02216-9 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.